Manufacturer narrative:
Product complaint # (B)(4). Batch # p56g6f. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the patient¿s bmi and gender? Did the patient receive any preoperative chemotherapy or radiation? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? Why was the anastomosing not successful? What is the current status of the patient?

Event description:
It was reported that during a low anterior resection in an obese patient, stapler could not be closed because tissue was too thick. After fatty tissue was removed, stapler could be closed without using much force. Stapler could be fired normally. However, staples were deployed, but were not closed. Surgeon placed pursestring suturing. Anastomosing was not successful. Patient received stoma. At a later point it will be decided if stoma can be removed.